Event description:
It was reported that this right ventricular (rv) lead and associated pacemaker exhibited a signal artifact monitoring (sam) episode, high out of range (oor) pacing lead impedance greater than 3000 ohms which caused a switch from bipolar to unipolar. Boston scientific technical services (ts) review data and recommended additional testing. The follow up testing confirmed bipolar still showed impedance greater than 3000 ohms and unipolar impedance measurement was 451 ohms. Isometric movements produced visible noise and the x-ray revealed a nick in one of the leads which is suspected to be subclavian crush. The physician elected to leave programming at unipolar. The device remains in service. No adverse patient effects were reported.